Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure insertion difficulties occurred. The lesion was located in the left "primitive" iliac artery. As the physician attempted to insert the 9.0x30x75cm express vascular ld premounted stent system into the 6fr introducer sheath it was noted that the introducer "was not conform to indication". The physician completed the procedure with another of the same device. No patient complications were reported. Device analysis revealed a shaft break, stent damage and the stent was loose on the balloon. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Visual and tactile examination of the returned device found a shaft break located at the lapweld. A kink was noted 9mm proximal to the shaft break. The stent was crimped on the balloon in the correct location, however the stent was loose. Two struts on the distal end of the stent had been lifted and pushed apart. The balloon was folded and wrapped around the shaft. Traces of blood were visible inside the balloon. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user error as the device is not indicated for use with a 6fr introducer sheath. (B)(4).